Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to operational context. In this case, it is possible that the crown jumping and resulting damage to the guide wire is due to device placement or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply), h10 (viperwire report number).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified left anterior descending artery (lad). Following two treatments, the viperwire guide wire spring tip fractured, leaving the distal portion in place. It was indicated the oad crown jumped forward leading to the fracture. There was no resistance felt prior to the oad crown jump. There was no wire bias observed and no difficulty wiring or delivering devices. The patient was admitted to the operating room in stable condition. It was determined that no attempts were to be made to retrieve the fractured component. The patient was in stable condition under the care of the medical team.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified left anterior descending artery (lad). Following two treatments, the viperwire guide wire spring tip fractured, leaving the distal portion in place. It was indicated the oad crown jumped forward leading to the fracture. There was no resistance felt prior to the oad crown jump. There was no wire bias observed and no difficulty wiring or delivering devices. The patient was admitted to the operating room in stable condition. It was determined that no attempts were to be made to retrieve the fractured component. The patient was in stable condition under the care of the medical team.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.